Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A60613-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metaplasia, nabothian cyst and paratubal cyst. Concomitant products included paracetamol (tylenol) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problem") and headache ("headache") and was found to have neoplasm malignant ("cancer") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tlh, b-s). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, neoplasm malignant, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, neoplasm malignant, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, 2014, (B)(6) 2013 received treatment for bladder/urinary problem as per insertion date was updated- (B)(6) 2013 to (B)(6) 2013. Discrepancy: date of birth and the date of explant is same as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Lot number reported (a60613) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A60613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metaplasia, nabothian cyst and paratubal cyst. Concomitant products included paracetamol (tylenol) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problem") and headache ("headache") and was found to have neoplasm malignant ("cancer") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tlh, b-s). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, neoplasm malignant, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, neoplasm malignant, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, 2014, (B)(6) 2013 received treatment for bladder/urinary problem. As per insertion date was updated- (B)(6) 2013 to (B)(6) 2013 discrepancy: date of birth and the date of explant is same as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Lot number- a60613 concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received - reporter information , explanted date , other relevant history added . Product removal details and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.